Manufacturer narrative:
H6: investigation summary: the customer reported that skills are not getting removed from the worklist in synapsys, material number 444150 serial number (B)(6). The investigation revealed that the requested workflow is not currently supported in synapsys. The customer has to delete the follow-up tests manually before deleting an isolate. This is an unconfirmed failure of a bd product the root cause is the customer is using an unsupported workflow.

Event description:
It was reported that while using bd synapsys¿ workflow errors were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " 2. Issue description: syn: skills are not getting removed from the worklist."

Event description:
It was reported that while using bd synapsys¿ workflow errors were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " 2.issue description: syn: skills are not getting removed from the worklist"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.